Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that they had to replace the battery 5 times in one hour. The customer's blood glucose level was unknown. The customer also stated that the insulin pump would not turn back after inserting a battery. The customer's device was replaced. No further details were provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation however, power loss alarms and low battery was confirmed in the long trace. Detailed trace analysis confirmed the low battery and power loss alarm was power loss after low battery alarm; the power loss was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. The operating currents are within specifications and passed self test and displacement test. The insulin pump was monitored for 24 hours and no blank display anomalies noted. The power connector was plugged in and locked in place properly. The insulin pump had minor scratched lcd window and case.